Event description:
Customer states: during pre-test prior to use on a pt a nurse found the trach cuff would not be deflated. Customer confirmed no pt involvement.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.